Event description:
It was reported that during an implant attempt, the helix of the lead would not retract. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) - the full lead was returned, analyzed and analysis revealed the distal conductor was distorted, it was noted the inner insulation and inner tubing were kinked/buckled, the helix/lobe was distorted/bent, there was blood in/on the helix/lobe mechanism, the lead was stretched and the lead appeared damaged at implant.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.